Manufacturer narrative:
A fully constrained wallflex biliary rx stent was received for analysis. Visual analysis of the returned device found that the outer sheath was curved and was broken at the proximal end of the guidewire access sheath. The inner shaft was kinked at places. Functional evaluation found that it was possible to manually deploy the stent. No issues noted with the stent and no other issues were noted with the device. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The noted damages to the returned device were likely due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx fully covered stent was to be used in the bile duct during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patients anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the nurse tried to deploy the stent but the outer sheath broke at the guidewire access sleeve. The stent was fully constrained in the delivery system when it was removed from the patient and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 12, 2017 that a wallflex biliary rx fully covered stent was to be used in the bile duct during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patients anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the nurse tried to deploy the stent but the outer sheath broke at the guidewire access sleeve. The stent was fully constrained in the delivery system when it was removed from the patient and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.